Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer refused service and indicated a 3rd party had ordered parts. No conclusion can be drawn as repair info is unavailable.